Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with epithelial ingrowth in the left eye (os) that was discovered at a post treatment of an enhancement treatment. The surgery center noted the os¿s visual acuity was blurred. A flap lift and rinse were performed. On (B)(6) 2019, the symptoms were resolved. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/25 -4.00 x -.25 x 32, left eye pre-op 20/25 -4.50 x -.50 x 162. Bcva from (B)(6) 2019: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 -1.25 x .00 x 90.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Correction: b3 - date of event - it was incorrectly reported in initial report that the date of event was (B)(6) 2019. The correct date is (B)(6) 2019.